Event description:
It was reported that the packaging of an unspecified quantity of capd disconnect y sets were opened. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Thirty (30) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The units were sealed and packed according to the applicable packaging factor. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.